Event description:
It was reported that surgeon was using endopouch pro46 during a laparoscopic cholecystetomy. After closing the endopouch pro46 with the specimen inside, the surgeon attempted to remove the bag. The bag opened at the bottom. The surgeon was able to retrieve the bag and the specimen with no patient consequences. The device was discarded by the customer.